Event description:
At the end of the diagnostic procedure a .035" guide wire was introduced for the removal of the catheter. When the catheter was out the physician realized that the catheter was torn into two pieces. The physician said that the catheter was previously kinked at that location.